Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced a ringing and buzzing in the ears, and headaches. The device was removed and most symptoms have resolved. It was noted that the physician did not believe the symptoms were related and the patient was receiving effective pain relief from the device prior to removal.